Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had back problems for 12 years, their stimulator never really worked for them and but hasn't helped. Patient stated that they thought the stimulator was put in incorrectly and it was dead too. Patient mentioned their hcp took the stimulator out then two later their recent scs was activated and this scs has helped tremendously. Agent documented information provided on call and agent did not ask further to focus on reason for call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they are using device #2 and it is working fine. Patient reported they had their own implant for about 10-12 years and it was taken out a month or so ago due to being dead. Patient had new device put it in and it is working fine. On (B)(6) 2025 the patient called back stating they received the follow up letter. The letter wants to know the status of the neurostimulator. Pt said the old stimulator from 2015 never worked and never helped. Pt said they do not want to talk about that stimulator other than it never worked. The implant was discarded. The new stimulator seems to help. When they took old stimulator out, pt's pain improved and got better before pt even got the new implant. Pt mentioned pt had trouble with new one and called about it 3 times. One night pt had to sleep with stim on and did not get their sleep because they could not turn it off. 98% of time the new one works fine.